Manufacturer narrative:
(B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced changes in her stimulation. It was also reported the patient met with the sjm representative and diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. It was also noted the patient stated she met with the physician and was advised her leads had migrated. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the lead was explanted and replaced. It was noted during the procedure, the physician electively explanted and replaced the patient's ipg as well. The patient reported effective stimulation therapy postoperative and the reported issue is now resolved.